Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue. Conclusion - device has been evaluated but the components have not been replaced pending customer approval of the estimate.